Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 484 mg/dl and a large ketone level identified as dangerous. The customer went to the emergency room and was subsequently hospitalized. System check with tandem technical support confirmed the pump was functioning as intended. Although requested by tandem technical support, the customer declined to provide additional information regarding the issue.